Manufacturer narrative:
Additional information: received additional information on (B)(6) 2019 indicating no patient involvement. Device evaluation: one cadd legacy pump was returned for analysis. The visual inspection identified that the pump was in good physical condition with scratched screen. Functional testing included use testing. The device was started in application problems were found with the device double beeping with a cassette attached. The customer stated problem was confirmed. The problem source was identified as "downstream sensor".

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited "double beep with cassette". It was not specified whether this occurred during infusion or interrupted therapy. No adverse events were reported.